Event description:
It was reported that while implanting the li61aor intraocular lens using an ez-28 delivery device, vitreous leak and capsule tear were noted. The lens was removed due to insufficient capsular support. A vitrectomy was performed and an anterior chamber lens was implanted. Please reference MDR# 1119279-2012-00202 for the delivery device.

Manufacturer narrative:
The lens has been returned to b+l and is currently under evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation. See scanned page.